Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the computer booted to a blue screen where an error message appeared.

Manufacturer narrative:
Additional information: a medtronic representative confirmed there was a reported delay to the procedure of 30-45 minutes due to this issue and there were 2 unused image acquisition spins.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: of initial MDR submission location of aro: (B)(6). Manufacturer: of initial MDR submission. Brand name: of initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the mobile view station (mvs) computer was slow and locked up frequently. Representative defragment derives and reloaded the software but the computer was slow and intermittently froze. A computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. As the computer found to have been the probable cause of the anomaly

Event description:
A site representative reported that during spinal fusion procedure, the imaging system became unresponsive while on 3d reconstruction screen after a successful 3d image acquisition. The issue occurred when the imaging system was moved to park position while the 3d reconstruction bar was present. A medtronic representative recommended site to reboot the system. No further information was provided.the procedure was completed with the use of imaging. No information was provided on delay to procedure. No impact on patient outcome.